Event description:
It was reported that, "revised because pt had a fractured trochanter and recurring dislocation. Surgeon observed that the stem was over anteverted and removed well fixed stem and implanted the revision stem in a more neutral position".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.